Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) confirmed with the customer that the user had been able to see the permanent patients. The customer further confirmed that the issue had been self-resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, issue was permanent patient created in the server was not available to remove meds on pyxis. User had staff paracetamol and ibuprofen 'permanent patient' created for radiology staff to remove pain relief, but it was not appearing on pyxis there were no adverse events or injuries reported based on this event.